Event description:
It was reported that the via valve leaked blood when inserted. There was patient involvement, and no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3, h6: updated. The suspect product was returned for evaluation. Visual inspection confirmed that there were no anomalies found. The device history record was reviewed and was confirmed that no causes or potential causes to the customer¿s reported problem were found. The lot history review confirmed that there were no previous conformities noted. The allegation made by the complainant could not be confirmed as the catheter assembly was not available and the probable root cause of the event could not be identified.